Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including defib/pacer stress testing, bench handling, defib cycling, and testing the customer's saved configuration without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 65-year-old female patient, the device inappropriately shut down and the display froze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.